Manufacturer narrative:
On 23-jan-2024, the product investigation was completed since the device was discarded and the manufacturing record evaluation was completed. A manufacturing record evaluation was performed for the finished device number lot 60000260 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and a hemostatic valve separation occurred. It was reported that valve broke while dilator was being inserted. The valve dislodged inside the hub and leakage occurred. The brim cap did not become detached from the sheath. No air entered the patient, and no blood return was observed. The procedure was continued by replacing the sheath with a similar one. There were not patient consequences.